Event description:
During a cataract extraction surgery of a very dense cataract, the phaco tip reportedly clogged and a corneal burn occurred. The procedure was converted to an extracapsular cataract extraction and required 7 sutures to close the incision site.